Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing, the device did not pass the touchscreen test due to no responding as expected. No additional information was provided.